Event description:
During a laparoscopic cholecystectomy, the endoscopic multiple clip applier would not load/fire during the procedure. An additional endoscopic applier was opened and used without any issues. The malfunctioning device was sequestered and will be returned to the manufacturer. There was no harm to the patient.